Event description:
Symptoms/ae: arterial damage; left scrotal pain with large hematoma. Time of symptoms/ae: post procedure. The following event was noted through a periodic article review. It was reported that a pt underwent percutaneous infrarenal aortic aneurysm repair and the prostar device was used in a preclose fashion in each femoral access site. Arteriotomy closure was uneventfully performed. Two days post procedure, the pt experienced acute onset of left side scrotal pain. He presented back to the hospital with a large scrotal hematoma. After urgent exploration and blood transfusion, the prostar suture was noted to have penetrated the inferior border of the inguinal ligament, thus anchoring the ligament to the femoral artery during closure. This eventually tore through the artery during movement and caused this hemorrhagic complication. The article does not describe any add'l intervention performed to treat the pt outcome.

Manufacturer narrative:
This report involves a study noted in an article. The device was not available for analysis. The part and lot numbers were not identified; therefore, a device history record review could not be performed. Attachment: frank r. Arko, md., et al; "vascular access site management" endovascular today 2008; 40-44.